Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location; further described as "liquid was on the ground." The leak was discovered during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.